Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. Based on the photographic evidence the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective parts were replaced. Technician informed that the covers were broken due to the user not using the handle on the light and grabbing the light by the lens. The customer also noted that they use a uv light to treat the room and it causes plastic items to become brittle which could have contributed to the cover failure. Based on the information collected, it was established that when the event occurred, surgical light did not meet specification due to cover being broken resulting in missing particles which could be considered as technical deficiency, and in this way device contributed to event. It is not known if the device was or was not being used for a patient¿s treatment upon the event occurrence. When reviewing reportable events for this type of issues we were able to establish that the received incident of cover being broken resulting in missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s, the incident investigated herein is due to a mechanical stress or an inappropriate use. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 21st march 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 21st march 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. Based on the photographic evidence the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective parts were replaced. Technician informed that the covers were broken due to the user not using the handle on the light and grabbing the light by the lens. The customer also noted that they use a uv light to treat the room and it causes plastic items to become brittle which could of contributed to the cover failure.

Event description:
On 21st march 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. Based on the photographic evidence the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective parts were replaced. Technician informed that the covers were broken due to the user not using the handle on the light and grabbing the light by the lens. The customer also noted that they use a uv light to treat the room and it causes plastic items to become brittle which could of contributed to the cover failure.

Event description:
On 21st march 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Device not returned to manufacturer.